Event description:
It was reported by service report that the bed exit alarm is not working. It is unk if there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Conclusion: the bed was zeroed with a pt in the bed.